Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient experienced device displacement. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 550cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent primary breast augmentation surgery with two 550cc mentor memorygel breast implants experienced right sided capsular contracture baker grade unknown, right sided rupture and left sided bottoming out post procedure. As a result, patient underwent bilateral removal and replacement with a 650cc mentor memorygel breast implant on (B)(6) 2021.